Event description:
Customer reported being hospitalized for high blood glucose. However, there are other health issues going on as well. Customer mentioned low potassium as well. Troubleshooting was performed and pump appeared to be operating normally.